Manufacturer narrative:
This report is submitted on april 03, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin breakdown over the magnet site. It was also reported that the patient underwent revision (date not reported); however it is unknown what was involved in the revision.